Event description:
A customer had a problem with the 1cc saf syr etb 25x5/8. The customer reports "staff attempted to activate the safety shield and the shield fell off resulting in a contaminated finger stick."